Event description:
It was reported the customer was hospitalized for high blood glucose and diabetes ketoacidosis. Troubleshooting was performed. The alarm history revealed several alarms in the last two weeks prior to her hospitalization. No further information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.